Event description:
Customer hospitalized due to high blood glucose and diabetic ketoacidosis. Customer also reported vomiting and fever. Customer stated that she tried but got an after-hour service. Customer stated that she had been sick and was experiencing high blood glucoses for most of the day. Customer gave phone to her husband during call because she was vomiting due to sickness. Troubleshooting of pump was not performed at time of call.